Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data from the device was collected and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the unexpected delivery of a ventricular tachyarrhythmia therapy and the right ventricular (rv) lead integrity alert triggered. It was noted beginning (B)(6) 2015, ventricular sic were up to 221994, along with ventricular tachycardia (vt)-non sustained (ns) episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. The rv lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in three days and two or more high rate nst episodes. Concomitant products: 5076, lead, implanted: (B)(6) 2007. 4965, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate therapies and right ventricular (rv) lead oversensing was observed, along with high impedance and a suspected lead fracture. It was noted a potential connection issue with the device was suspected and rv lead detection was turned off. The lead was later explanted and insulation damage was observed because the lead had been fixated without an anchoring sleeve. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.